Event description:
It was reported a system error 21502 (flange sensor failure) alarm triggered on a novum iq large volume pump. During testing in the gastrointestinal lab (gi lab) a se 21502 triggered and would not clear. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by turning on the machine and navigating through the screens as per product specifications. A short, simulated therapy was successfully performed. The flange sensor test was performed with passing results. Visual inspection of the grommet revealed it to be rotated interfering with the flange. The grommet will be corrected. The event history log was reviewed and revealed multiple occurrences of se 21502. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. To correct the issue the grommet will be replaced. Should additional relevant information become available, a supplemental report will be submitted.